Event description:
The clinic requested equipment service after noting a leak from underneath the machine. Gambro technical services (gts) diagnosed a leaking pressure regulator valve #2 (prv2). The regulator was replaced and returned to the MFR for failure investigation. No pt involvment was reported.